Event description:
A product liability claim was raised. It was reported by patient's counsel that his client received a durom hip generic, on (B)(6) 2009, in his left hip and is currently being monitored due to unknown reasons. No other information was received for this complaint.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review, as the patient has not been revised and is currently being monitored for unknown reasons. Should additional information become available an amended medical device report will be submitted. (B)(4).